Event description:
Product came with staple puncturing rigid plastic shell and hollow fibers. There were 3 punctures noted and a staple still protruding packaging. This device was not used on any patient. See scanned page.